Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 10mm amplatzer septal occluder (aso) was selected for implant using a 7f amplatzer torque delivery system. The aso deployed in a deformed, "cobra head" shape. The aso and delivery system were withdrawn. The physician tested deploying and recapturing the aso outside the patient, and the "cobra head" deformation persisted each time. An 11mm aso was successfully implanted using a replacement 8f delivery system. There were no reported patient consequences, and the patient is reported to be in stable condition.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.